Manufacturer narrative:
A ge rep evaluated the system and deleted the pt database. System is able to save and recall images. System operates as intended.

Event description:
Customer reported the system is mixing up pt images. No pt injury was reported.